Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The implant remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an internal iliac artery embolization for a type ii endoleak, the second coil detached in the catheter as the coil was withdrawn for repositioning. The coil was unable to be retrieved with a snare device; therefore, it was successfully pushed into the hypogastric artery with an .035 guide wire. There was no reported patient injury. The patient was reported to be doing fine after two (2) post-procedure follow-ups with the physician.